Manufacturer narrative:
Docker cable cut. Auxiliary power cord missing ground prong, power cord had loose power prong.

Event description:
It was reported that the nurse call was not working.

Manufacturer narrative:
Follow-up submitted as further investigation determined the only issue with the auxiliary outlet and power cord was a missing strain relief. This is not likely to harm the patient as the purpose of this device is to mitigate customer abuse and is only a customer dissatisfaction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the nurse call was not working, that auxiliary power cord was missing the ground prong, and the power prong was loose in the power cord.